Event description:
It was reported that the vns patient's device was interrogated and was found to be programmed at 270 sec for magnet on time. Diagnostics performed on the device revealed proper device function. There was no report of any patient manipulation or trauma. Review of programming history showed that the patient's device was programmed to the above magnet settings sometime between (B) (6) 2007 and (B) (6) 2008. Follow-up revealed that the patient was seen by the doctor on both those dates. It is unknown at this time when or where the device was set to 270 seconds magnet on time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.